Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the heart start xl leads ECG connector was broken. There was no patient impact.